Event description:
Iui-corrosion, ail sensor assembly-cracked housing, bezel assembly-lower hinge crack and membrane frame-crack. (B)(6) 2018 06:18:21 rfc_repairs (rfc_repairs) po for $365. (B)(6) 2018 07:51:18 (B)(6). Awaiting cc info (B)(6) 2018 08:21:45 (B)(6) minor repair needed per clelia flores, service tech. Repair approved by (B)(6) at (B)(6) for $230. No change to the po#. Per john, please bill the repair to his credit card: visa // (B)(6) // exp 09/20 // token: -e803-3762-5p62qn4b0bkb7r (B)(6) 2018 10:01:53 (B)(6) (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. Imdrf annex e code: e2403; imdrf annex f code: f27 a review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that no similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode.

Event description:
(B)(4).